Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event, laser was successfully verified prior to complaint report date. Most recent onsite visit from field service engineer was confirmed device met specifications as per signed service installation record. Treatment report and additional information was requested but not provided, therefore a deeper investigation cannot be provided. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the vertical gas breakthrough in the unknown eye of a patient during lasik surgery. There are multiple related reports for this event. This report addresses the unknown patient initial's, in the unknown eye and other manufacturer reports will be filed.